Manufacturer narrative:
The reported event of incorrect measurement was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality with results within normal range, and review of the device history record (DHR) indicates all manufacturing and inspection operation were performed normally, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the implantable cardiac monitor (icm) failed to produce an accurate electrogram (egm) despite being correctly positioned within the patient's body. The icm was explanted and replaced. The patient was in stable condition.